Event description:
It was reported that the patient experienced ineffective therapy. Patient's cervical lead had migrated down. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post operation.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.